Manufacturer narrative:
A steris service technician arrived on site to inspect the reliance vision single chamber washer. The technician confirmed the employee subject of the reported event reached their hand into the unit while the unit's door was closing, resulting in the reported event. The reliance vision single chamber washer operator manual states, "warning - personal injury hazard: risk of pinch point between door and threshold when the door opens. Keep fingers away from threshold." The technician tested the door's safety bar and the operation and function of the unit. The technician found the unit to be operating according to specifications; no repairs were required. The technician counseled the user facility on the proper operation of the reliance vision single chamber washer, specifically, keeping hands clear from the threshold while the door is moving. No additional issues have been reported.

Event description:
The user facility reported an employee experienced an injury to their hand while attempting to remove a tray from their reliance vision single chamber washer while the door was closing. The employee sought medical treatment.